Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A health care professional (hcp) contacted boston scientific technical services (ts) and wanted to fax an electrogram (egm) for review and have the device interrogated. Ts requested information to be sent, however, no information was received the hcp and additional information was received from the local field representative that the patient was transferred to another unknown facility. No additional adverse patient effects were reported. This product remains implanted and in service.